Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During an interventional procedure the image quality was compromised. The images were overexposed and the user was informed of this problem with a "collimator" error message. The procedure was continued and finished using an alternative system. Detailed investigation revealed that the error was due to a hardware problem. A gear in the collimator had a mechanical defect due to wear. The correction of the gear resolved the problem. In this kind of failure scenario the system is not blocked and in most of the cases the user can complete the procedure, despite the slot diaphragm failure. The procedure can be aborted in a controlled manner. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen 2 system. During an interventional procedure, the user reported that the images were over-exposed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.